Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia due to a leaking infusion set during and after a meal announcement, after which the device algorithm delivered additional insulin and subsequently appeared more aggressive for later meals, leading to recurrent lows until the user reset the system. Symptoms included high glucose followed by hypoglycemia requiring oral glucose administration. Outcomes included user-initiated pausing of insulin, carbohydrate administration, and prolonged time to stabilize glucose. Investigation included complaint intake and troubleshooting with education. Investigation of this case revealed an infusion set issue with insulin delivery loss that influenced the adaptive dosing algorithm and contributed to subsequent overtreatment once a new set was placed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.